Event description:
Customer reported out of range normal control solution results with test strips, lot # 16239a. She opened the bottle of test strips approx 1 month ago and immediately performed a normal control solution test. The result was 164 mg/dl versus a normal control solution range of 108-162 mg/dl. With the co rep, a 2nd normal control solution test was performed and the result was 165 mg/dl. The control solution was opened for the first time on the date of the first test (the same day the test strips were opened) and the customer shook it well before testing. The code was set correctly for all tests. The desiccant is in the bottle of strips. A check strip test yielded a result that was in range (no specific result available). The customer was unable to locate the check strip at the time of telephone call, so a test was not performed with the co rep.